Manufacturer narrative:
(B)(4). Device evaluated by MFR: f/g, promus element, mr,ous 2.50x32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent identified stent damage and movement on the balloon. Damaged was noted across the entire stent. Central and distal sections of the stent were stretched and pulled in a distal direction over the distal marker band. The proximal end of the stent was bunched and pulled in a proximal direction over the proximal marker band. The balloon was reviewed and no issues were noted with the balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-aug-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the fibrotic right coronary artery (rca). Following pre-dilation, a 2.50x32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damaged and stent moved on balloon.